Manufacturer narrative:
The analyzer serial number is (B)(6). The na electrode lot number is k82 with an expiration date of 06-may-2024. The k electrode lot number is u24 with an expiration date of 04-may-2024. The cl electrode lot number is g08 with an expiration date of 17-mar-2024. Qc was acceptable on the day of the event. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 3 patient samples on a cobas pro ise analytical unit. The initial results for sample 1 and 2 were questioned by the doctor which prompted the customer to repeat the samples. For sample 1, the initial na result was 163.3 mmol/l, the initial k result was 4.35 mmol/l, and the initial cl result was 82.5 mmol/l. The sample was repeated on another analyzer and the na result was 143.2 mmol/l, the k result was 3.8 mmol/l, and the cl result was 95.3 mmol/l. The sample was repeated again on the original analyzer and the na result was 146.4 mmol/l, the k result was 3.89 mmol/l, and the cl result was 97.0 mmol/l. For sample 2, the initial na result was 163.7 mmol/l, the initial k result was 4.71 mmol/l, and the initial cl result was 85.1 mmol/l. The sample was repeated on another analyzer and the na result was 138.6 mmol/l, the k result was 3.95 mmol/l, and the cl result was 101.9 mmol/l. The sample was repeated again on the original analyzer and the na result was 137.7 mmol/l, the k result was 3.98 mmol/l, and the cl result was 101.9 mmol/l. On (B)(6) 2023, sample 3 had an initial na result of 178 mmol/l and an initial k result of 5.3 mmol/l. The customer repeated the sample as the na result was critically high, which did not match the patient's clinical history. The sample was repeated on the same analyzer. The na result was 136.5 mmol/l and the repeat k result was 3.71 mmol/l.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The calibration recovery data provided was acceptable. The alarm trace showed and ise alarm on the day of the event. The field service engineer (fse) inspected the sample probe, rinse station, and dilution vessel. The fse performed a precision test successfully. The root cause of the event could not be determined. No further issues were reported after the service visit.